Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error multiple times. The customer¿s blood glucose level was unknown. The customer stated that up and down button of insulin pump was sticking and making more difficult to use. Customer also stated that screen had dimmed. The customer stated that priming process had slowed down. Customer also stated that insulin had shot out from cannula. The insulin pump will not be returned for analysis.